Event description:
When pooling two or more autologous blood components, the system does not carry forward the autologous donation status to the newly created pool. If an autologous product is added to an allogeneic pool, the system does not warn the user and the created pool does not have autologous designation. Client noticed problem during validation of the system.